Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was in good physical condition. Functional testing was passed. They were unable to duplicate the reported issue. Complaint was not confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken.

Event description:
It was reported that ¿frequency, tidal volume checks 100% cild out of range¿. There was no patient involvement and no harm/adverse event reported.